Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that stent disolodgement occured. A 12 x 4.00 promus elite drug-eluting stent was advanced for treatment. However, during procedure, it was noted that stent became dislodged during insertion via guide catheter and the device failed to cross the lesion. No patient complications were reported and the patient's status was stable. It was further reported that the stent was dislodged entering the touy device outside the body. It was never advanced into the guide catheter or in the patient via radial arterial access and the procedure was completed with another of the same device.

Event description:
It was reported that stent dislodgement occured. A 12 x 4.00 promus elite drug-eluting stent was advanced for treatment. However, during procedure, it was noted that stent became dislodged during insertion via guide catheter and the device failed to cross the lesion. No patient complications were reported and the patient's status was stable.